Event description:
A us distributor reported that a battery charger had a power connector problem.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger power connector problem) was confirmed due to contamination on the battery board pca, causing the charger to not recognize a battery. Upon further investigation, the charger was unable to power on due to a defective power supply brick that had no power output voltage. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective power supply brick could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.